Manufacturer narrative:
Gbo complaint no: (B)(4). Samples were not provided by the customer for the evaluation. No photos were provided by the customer. A review of quality, production and maintenance records revealed no deviation for 454322/b2006393. Customer did not clarify lot number for item 454334, this complaint can not be determined.

Event description:
Customer states experiencing issues with the vacuum of tubes as tubes are underfilling. The vacuum is not strong enough to adequately fill tubes. The tubes stop filling during collection more frequently than expected. Multiple occurrences, occurring with multiple phlebotomists and collections with sbsc, straight needle and vad. Customer is unsure is discard tube is being used when sbsc used for collection. Customer has re-educated staff to hold tube in the holder with their thumb until completely filled.